Manufacturer narrative:
It is unknown if the lens model/diopter used was qualified for the cartridge indicted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Cartridge product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during implant of an intraocular lens (iol), the cartridge cracked/split. The cartridge then scratched the lens on the peripheral edge. The lens remains implanted. Additional information was requested.